Event description:
Per the clinic, the surgical procedure of wound washout was performed under general anesthesia.

Event description:
Per the clinic, the patient experienced wound dehiscence with infected purulent discharge after sustaining a fall. Subsequently, the patient underwent a surgical procedure of wound washout and was administered with IV antibiotics on (B)(6) 2024. The device was explanted during the same surgery. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.